Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. No unexpected blank circle on display or audio tone anomaly noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with partially broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm and a black circle on display screen. Insulin pump would need to be replaced.